Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lipoma excision, cholecystectomy, cervicitis, nabothian cyst, adenomyosis and uterine bleeding. Current weight as of (B)(6)2018: 209 lbs approximate weight at the time of essure placement 195 lbs. Previously administered products included for an unreported indication: mirena from (B)(6) to (B)(6), augmentin and ceclor. Past adverse reactions to the above products included urticaria with augmentin and ceclor. Concurrent conditions included overweight, streptococcal sore throat and bronchitis. Concomitant products included aciclovir (zovirax), antibiotics and escitalopram oxalate (lexapro) from (B)(6)2015 to (B)(6) 2016. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with antidepressants and surgery (essure coils removal, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, migraine, headache, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure as per previous follow up: (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in 2011: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet was received. Events added from pfs- "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal)". Concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2007 to 2012. Concurrent conditions included overweight, streptococcal sore throat and bronchitis. Concomitant products included aciclovir (zovirax) and antibiotics. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure as per previous follow up: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Events added: vaginal infection, depression, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, weight gain, migraines, headaches, depression. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.